Event description:
It was reported that a spectrum pump shut off by itself. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom, pump shuts off by itself, could not be reproduced during evaluation. Review of the history log found an "improper shutdown" message logged after a system error 343, suggesting that the user removed power from the device. The pump was found to be operating within specification with regard to the reported symptom.